Manufacturer narrative:
(B)(4). Conclusion: device investigation did not reveal any device defect or problems which could explain the problems mentioned in the patient report. The patient was hearing a constant buzzing noise which worsened recently, which might be due to the extra cochlear channels. As per the implant registration card 3 electrode channels were extra-cochlear since implantation. A CT scan confirmed that two more channels migrated out of the cochlea. The damages found during device investigation are very likely related to the explantation surgery. Patient was re-implanted with a different electrode type. This is a final report.

Event description:
The patient hears a constant buzzing noise which has gotten worse recently.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hears a constant buzzing noise which has gotten worse recently. The electrode insertion upon implantation left 3 channels outside of the cochlea. A CT scan has also confirmed that further two channels have migrated out of the cochlea. Re-implantation has been suggested by the surgeon with a shorter electrode array.